Event description:
It was reported that during an laparoscopic cholecystectomy procedure, the device does not consistently fire the same way. The clips may be loose, scissored or the tip is closed with the crotch remains open. The surgeon used more clips than normal. The case was closed using this device with no consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? If so, when? Asku. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? They continued to use the device. They could not fire as fast as normal, firing is slower. What were the indications for surgery? Laparoscopic cholecystectomy. Does the patient have any relevant history of surgical treatments? Asku. Did someone other than the primary surgeon fire the instrument? No.